Event description:
It was reported that the mom informed the health care professional (hcp) that the patient had been agitated and not sleeping. The onset of symptoms remained unknown at the time of the report. The day the symptoms started remained unknown however it was reported that it might have been a few days prior to (B)(6) 2014. The patient came in on (B)(6) 2014 and the hcp performed a side port access catheter aspiration. No issues were noted. They did not perform a dye study. There were no issues in the logs. There were no volume discrepancies noted at the previous refills. They were planning to do another refill on the day of this report and were planning to check the reservoir volumes. Additional information reported indicated that a device system explant was done on (B)(6) 2014. The pump was explanted at the request of the patient¿s parents. The physicians had already determined that the patient¿s symptoms were not device related however, they wanted to be sure. Once the pump was explanted, there was no change and it was still ruled as non-device related. The cause of the event was unknown. However, it was reiterated that it was unrelated to the device or therapy. The pump was delivering gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n186992001, implanted: (B)(6) 2009, product type: catheter. (B)(4).